Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for illegible label markings with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for illegible label markings with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® multiple sample luer adapter had labeling error. The following was reported: "there is a quality defect on the device multiple sample luer adapter (ref: 367300). The inscription on the plastic is illegible and it is not possible to correctly read either the batch number or the expiry date."

Manufacturer narrative:
The additional information is as follows: medical device lot #: 7132883, medical device expiration date: 2020-05-31, device manufacture date: 2017-05-12.

Event description:
It was reported that a bd vacutainer® multiple sample luer adapter had labeling error. The following was reported, "there is a quality defect on the device multiple sample luer adapter (ref: 367300). The inscription on the plastic is illegible and it is not possible to correctly read either the batch number or the expiry date."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8005595. Medical device expiration date: 2020-12-31. Device manufacture date: 2018-01-05. Medical device lot #: 6274708. Medical device expiration date: 2019-09-30. Device manufacture date: 2016-09-30. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® multiple sample luer adapter had labeling error. The following was reported, "there is a quality defect on the device multiple sample luer adapter (ref: 367300). The inscription on the plastic is illegible and it is not possible to correctly read either the batch number or the expiry date."